Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test, and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer reported that she was able to complete the pump rewind. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.